Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 10/2.50 flextome cutting balloon catheter was selected to treat the target lesion. It was noted that the balloon ruptured at 10 atmosphere at several usage due to severe calcification. The procedure was not completed as another of the same device was unavailable. No patient complications were reported and the patient's status was good.